Event description:
It was reported that the physician implanted a complete se stent in a lesion in the subclavian artery. During post dilation of the stent it was reported that the stent fractured and the balloon burst. When withdrawing the balloon from the patient it was noticed the stent was dragged into the patient's forearm. No further information available.

Manufacturer narrative:
Event date asked but unknown. (B)(4). Evaluation results and conclusion: (not approved for use in the subclavian artery). (Stent migration and material distortion). (Migration caused by another device) (stent most likely caught on balloon and pulled into forearm).